Manufacturer narrative:
Update h6 codes. A unique device identification number was not provided; therefore, the manufacturing date and/or production details cannot be determined. Neither clinical images enabling assessment of product performance nor the product itself were returned for evaluation, the investigation could not be performed. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. The reported complication represents a known complication or adverse event that can occur when using stent-graft endovascular devices and can arise as a result of a multitude of factors, including intraprocedural technical considerations, post-operative follow-up and treatment regimen, patient-related risk factors and disease progression. No allegation of device malfunction, such as stent collapse or structural deformation was indicated with respect to device. Gore® viabahn® endoprosthesis with heparin bioactive surface instruction for use (IFU) states the following. Complications and adverse events can occur when using any endovascular device. These complications include but are not limited to: thrombosis or occlusion.

Event description:
The following information was received through literature: safety and outcomes of self-expanding covered stents in carotid revascularization for shamblin class iii carotid body tumors. J vasc surg. 2025. This is a multicenter retrospective study of patients with shamblin iii carotid body tumors [cbt] who underwent carotid revascularization with the use of self-expanding covered stents between january 2008 and july 2023. There were 93 patients in the study and broken up into two groups; 57 patients that received artificial and saphenous vascular grafts [cr-vg], and 36 patients that received had self-expanding covered stents [cr-cs] and the self-expanding viabahn stent graft was selected. 1-year post-surgery outcomes: 9 patients with stent thrombosis.

Manufacturer narrative:
Article citation: wang s, zhao k, chen q, et al. Safety and outcomes of self-expanding covered stents in carotid revascularization for shamblin class iii carotid body tumors. J vasc surg. 2025. Doi:10.1016/j.jvs.2025.06.003 available online 10 june 2025. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A4: patient weight is not available. B3: date of event is unknown; therefore, 10 june 2025 reflects the date that literature was available online. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. D6: implant date is not available. H3: engineering evaluation could not be performed as the information is not available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.